Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent minimally invasive surgery (mis) - transforaminal lumbar interbody fusion (tlif) at l2,3,4,5. Post-op, at l2/3, the spacer backed out. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Image review: ap/lateral x-rays for l2-l5 plif/spinal stabilization shows an extended interbody graft at l2-3. There is solid fusion at l4-5 but a paucity of bone at l3-4/l2-3 otherwise hardware placement appears appropriate if information is provided in the future, a supplemental report will be issued.